Event description:
It was reported that a patient experienced a pain/burning at an unknown location during a gradient axial MRI. It was stated that the scan was not completed. It was noted that additional information was requested but not yet received on the date of this report. It was stated that the manufacturer¿s representative wanted to meet with the patient to perform an impedance check and to obtain more information in the future. It was noted that the information was received in a voicemail. Additional information received reported that the patient stated he was doing ¿great¿. It was reported that the hcp had ¿no new reports of burning sensation¿. It was stated that the cause of the event was unknown. No interventions were planned at this time. No new information. No additional information reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).